Event description:
Customer reporting a false positive flu b result on a symptomatic patient. Customer has been collected at 4 different times receiving a pos flu b each time. Customer states the result was confirmed negative by pcr but positive for rsv, h. Flu, and m. Catarrhalis on 1 of the 4 collections. Further reports to be filed for the other 3 collections.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.